Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event while being in an active sensor session. The patient stated they experienced a hypoglycemic seizure and during this, fractured their nose, got a concussion, and sustained several cuts and abrasions. The patient was told by their hcp that they were unconscious for longer than 2 hours. The patient did not mention a specific cgm malfunction but stated that they ¿only had issues after switching to the dexcom g7¿. No further event details were available. No patient details were available to perform a follow up. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.